Event description:
During a procedure, the ptfe pad came off from the jaw and the physician replace the subject device with the difference device of the same model. The ptfe pad was still attached the jaw. There was no pt harm reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for eval. This will be supplemented if device eval becomes available.